Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric cancer surgery closed gastric stump, the nurse finished the installation and tested the instrument, the device did not fire and they were unable to close the stump, so they replaced it to complete the case.